Manufacturer narrative:
The field service engineer replaced the sample probe and adjusted the sample probe rinse. The investigation is ongoing.

Event description:
The initial reporter received questionable tp2 total protein gen.2 results for one patient tested on a cobas c 503 analytical unit. The patient's initial total protein result was not reported outside the laboratory. The sample was repeated on the same analyzer. The patient's initial total protein result was 40.5 g/l. The patient's repeat total protein result was 60.2 g/l. The total protein reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The sample probe was requested but not available for investigation. Based on the provided information, the investigation determined the issue was consistent with an unknown preanalytical handling issue.